Event description:
It was reported that the sonicbeat tissue pad melted and turned over during a therapeutic procedure. The procedure was completed using the olympus back-up device. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to correct h4.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to fields: h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed, the tissue pad was found to be worn and partially peeled off. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.